Event description:
It was reported that caller observed air bubbles in cartridge. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.